Event description:
During the placement of the contralateral iliac leg of a zenith aaa endovascular graft, the iliac leg graft was placed a full stent above the flow-divider of the main body graft in order to keep the internal iliac artery open. An iliac leg extension was placed on the ipsilateral side within the ipsilateral leg graft to the height of the contralateral limb's top stent. At this point, both grafts were at the same level inside the main body graft. No endoleaks or patient complications resulted.